Manufacturer narrative:
This report will be updated when investigation is complete. Trends will be evaluated. This is the same event as 3010536692-2016-00301.

Event description:
Allegedly, revision due to possible periposthetic fracture and mom (right).